Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was stuck in the rewind process. The customer only heard the beeps and did not see the numbers on the display when she pressed the act button. Insulin came out but the numbers did not appear on the screen. Customer's blood glucose level was 235 mg/dl customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, unable to perform occlusion test and no delivery test due to prime anomaly. However, the insulin pump passed idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, displacement test and rewind. No rewind anomaly was noted. The insulin pump had minor scratched display window.